Manufacturer narrative:
The complaint is confirmed. The complaint device was not received for investigation however a picture of the fragment was provided. In the picture it can be seen that the proximal one to two threads of the ar-4020c-07 remain on the driver. As the fragment of the complaint device was not returned the cause of the breakage could not be determined.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during acl surgery the screw broke while introducing into the tunnel. There was no harm for patient, operator or third party reported. The surgery was finished successfully with the same device used anyway. It was not necessary to switch the surgical technique or do a second surgery. No further information received. Update 15-jun-2021 received further information that the screw broke while it was being inserted into the patient. The surgeon did not try to remove the fragments because it was a small piece that broke. The same screw fixed the ligament. No further information received.